Manufacturer narrative:
Product analysis the full lead was returned in segments, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had erratic rv and superior vena cava (svc) defibrillation impedance levels, as well as high pace impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.